Event description:
Indication - nutritional anemia, unspecified and common variable immunodeficiency, unspecified spontaneous call from patient stating that when he was prepping for his infusion last night, the lever on the pump was broken. When he tried to wind it back, nothing was catching and the lever was not moving back at all. Patient stated it sounded like something was broken on the inside. Patient did confirm that he was still able to get his full dose by manually pushing the syringe himself. No missed dose or adverse reaction was reported. No further information provided. Unknown if device on hand for return to manufacturer. Reported to (B)(6) by pt/caregiver.